Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulation changing by itself had been resolved. The steps taken to resolve the reported issue were that it was re-programmed during an office visit. It was noted that the circumstances that led to the issue were that immediately after changing the setting, the consumer would turn off the controller and the stimulation would jump back to the original setting.

Event description:
The consumer reported therapy wasn't changing with positions. It was stated they wanted their stimulation lower when they went to bed, but every time they lowered the stimulation and then checked it again with the patient programmer, it jumped to a higher setting on its own. It was noted the consumer used adaptive stimulation (as) and had 2 programs. It was stated the consumer was going to try the following instructions: to stay for 3 minutes in the laying position in order for the implantable neurostimulator (ins) to remember the setting and to lower stimulation in each program and wait for 3 minutes. Indications for use were non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.